Event description:
The physician deployed a complete se stent in the left external iliac. It was reported that post deployment the stent appeared to be stuck on the delivery system. During the attempt to remove the stent from the delivery system, the stent migrated to the left common iliac. The migration of the stent resulted in the deployment of two additional stent in the left and right common iliac and two stents in the lesion site in the left external iliac. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: no results available as no evaluation performed. (Cine or sds not returned). Conclusion: known inherent risk of procedure (stent malposition/ migration). (B)(4).